Event description:
Related manufacturer reference number: 1627487-2023-02174, 1627487-2023-02175. It was reported that the patient had their system explanted approximately 6 months ago due to lead migration. Exact date is unknown.

Manufacturer narrative:
An event of migration/system explant was reported to abbott. The system was explanted due to lead migration. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.